Event description:
It was reported by the customer that pyxis medstation es system multiple users unable to login to multiple stations. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm large 2016 server w/out sql.

Manufacturer narrative:
The following field had been updated with additional information: h6 correction: b5, d1, d4, g1, h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple users had login issue with multiple stations. A technical support specialist monitored the server for two weeks after the issue had been resolved by the hospital information technology team (hit) team, who reset active directory (ad) account. The system functioned as intended after the hospital information technology team troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ es server multiple users unable to login to multiple stations. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.